Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes; h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call on 22-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated his condition has not improved. No medical attention is needed. Note: manufacturer contacted customer in a follow-up call on several occasions to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and having a headache. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, the customer declined troubleshooting the meter and a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is a few weeks ago. The meter memory was reviewed for previous test result history.